Manufacturer narrative:
There were multiple (cat # and lot#) numbers reported to be involved. The information for each is as follows : material - cat # 320883 - lot # : 1251969 device expiration date : 30-sep-2026. Device manufacture date : 08-aug-2021. Material - cat # unknown - lot # : unknown, device expiration date : unknown. Device manufacture date : unknown. Medical device issues : the customer referred to "similar experience a couple of years ago. " with unspecified date and details and another discarded box of samples. For the purpose of accuracy those potential possible numbers have been excluded in this report. Investigation summary : exec summary - no physical device samples were returned. No samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for (missing outer cover, missing inner shield or missing tear drop label) on this lot # 1251969. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. No review of the complaint lot history check for (missing outer cover, missing inner shield or missing tear drop label) was performed on the unknown lot # so the occurrence is unknown, the issue is unconfirmed and root cause can not be determined. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for batch # 1251969 was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. No DHR review can be carried out for the lot number # unknown.

Event description:
It was reported that 3 bd ultra-fine¿ nano¿ pen needles had damaged product and sterility issues. The following information was provided by the initial reporter : the consumer reported 2 pen needles from one box that did not have a outer cover, inner shield or paper tear tab. The consumer also reported this had happened a couple of years ago. Date of latest event : (B)(6) 2022. Sample status : discarded.